Manufacturer narrative:
Product analysis: the 12th and 13th distal stent wraps were deformed with numerous raised struts. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to a treat a moderately calcified and severely tortuous proximal rca lesion with 70-80% stenosis. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated . During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during delivery but no excessive force used. It was reported that the stent failed to advance at bend on the rca. When the stent was inspected following removal from the body it was apparent that the stent struts had lifted. It was reported that the physician thinks that on retrieval either the stent got hooked on some calcium or else it got caught on the tip of the guide catheter as it was being pulled back . Another stent was implanted using a guideliner to overcome the tortuosity. No patient injury reported. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.